Event description:
The customer had reported a false positive reaction when testing on tango optimo. The customer assumed that a sample with an anti-d had caused carry over during antibody screening test. The correct function of the affected reagent anti-human globulin anti-igg solidscreen ii was proved by testing our quality control laboratory's retained sample on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lot. The device in question was thoroughly inspected with only minor adjustments necessary. Quality control runs were passed successfully. A known negative sample still yielded a positive antibody screen result after the service intervention when tested adjacently to the sample suspected to create carryover. The carryover event could be reproduced with a +/- result on cell p1 of biotestcell 3, lot 8239011 of an adjacently tested known negative donor sample. The final titre of the complaint sample was found to be 1:16384 in regards of cell p1 as well as 1:8192 in regards of cell p2 of biotestcell 3, lot 8239011. Based on the information provided with the field service report as well as on the results from retesting the complaint sample at bmd, we conclude the reported problem to be strictly related to the high titre of the complaint sample. There is no adverse influence of the performance of the device in question.

Event description:
The customer had reported a false positive reaction when testing on tango optimo. The customer assumed that a sample with an anti-d had caused carry over during antibody screening test. The correct function of the affected reagent anti-human globulin anti-igg solidscreen ii was proved by testing our quality control laboratory's retained sample on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lot. No re-testing on bmd's tango optimo could be conducted so far because our technical support team is still waiting for the complaint sample and the patient samples that had caused the false positive test result. We will send in our final report once this testing was conducted.

Manufacturer narrative:
This is our initial report on this incident

Manufacturer narrative:
This is our final report on this incident.